Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The customer's allegation in which the door would not properly detect a closed door, was reproduced and confirmed through eval. The eval was able to produce a door not fully latched alarms while attempting to run a loaded set. Excessive force was required to close the door causing these alarms. The door hooks and latch pins were replaced.

Event description:
It was reported that a spectrum pump was not properly detecting a closed door. It was also reported there was no pt injury.